Manufacturer narrative:
The peritonitis occurred on an unspecified date in (B)(6) 2016. The reported product is an unknown baxter minicap. (B)(6). The sample was not returned for evaluation as the sample was discarded and no pictures were taken (further not reported) and the lot number is unknown, therefore a device analysis could not be performed. It was also reported that the patient pushed the separated sponge into the cap and proceeded to use it. This is a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced a breach in aseptic technique which resulted in peritonitis. The breach in aseptic technique was further described as the patient used a minicap with the ¿sponge off¿. The patient reported the sponge was found completely separated from the minicap before use. The patient used their catheter to press the sponge into the cap and proceeded to use the minicap. It was unknown if the patient was hospitalized for the event. On an unreported date, the patient treated with vancomycin (dose, frequency, duration and route not reported) for peritonitis. The patient was recovered from this peritonitis event. Dianeal therapy was ongoing. It was not reported if the patient was retrained on the proper aseptic technique. No additional information is available.